Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr implantable pulse generator (ipg), implanted; (B)(6) 2009, 4968-35 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that an right ventricular (rv) lead showed high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.